Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
While requesting assistance with calibration errors, change sensor alerts, and the transmitter function, customer reported recently having blood glucose levels over 600 mg/dl. Blood glucose level was 391 mg/dl at the time of the call. No further information was provided.